Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving dilaudid via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the pump had never worked and had not helped the patient since implant. The reporter stated that it had gotten worse in the prior six months. It was also stated that the patient had been experiencing pain for the prior three months, and it was getting worse. The patient could only walk for 15-20 minutes, and his back would hurt so much that her had to lean back down to sit. In addition, it was noted that the size of the pump was increased; it was like a big baseball sticking out of the patient's belly. An MRI was completed on (B)(6) 2016. The cause of the lack of effect and the pump sticking out was unknown. There were no actions or interventions performed, though the situation was being addressed by the hcp. It was reported that follow-up appointments were scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the troubleshooting/diagnostics performed related to the lack of therapeutic effect and the pump sticking out was pump titration. Pump titration was also performed as an action/intervention to resolve the lack of therapeutic effect. The cause of the pump sticking out was determined to be that the patient had a 40 ml pump.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.